Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw cap was attempted to be removed before implanting. The screw cap in the cup is stripped. The cup was not used. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6. The following sections were corrected: h6 component code. Visual examination of the returned product identified scratches to rim face and inner spherical surface from attempted use. One screw hole plug was returned assembled to the shell and exhibits deformation damage of the hex. Burrs, gouges, and scratches were found in the hex. No other damage was noted. Where measured, the device was conforming to specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.